Event description:
Information received by medtronic indicated that the customer reported that the mobile app was unable to pair with the customer's pump. Troubleshooting was performed and the issue was unable to resolve. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.